Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The reported blood glucose reading was 500 mg/dl. It was stated that the customer changed the infusion set several times, and delivered multiple boluses, but continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but the high pressure test could not be conducted. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.